Manufacturer narrative:
Block b3: exact date unknown, event occurred a couple of months prior to the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-2317-70. Serial number: (B)(6). Batch/lot number: 7075420. Model/catalog description: infinion cx lead kit, 70cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2317-70. Serial number: (B)(6). Batch/lot number: 7071419. Model/catalog description: infinion cx lead kit, 70cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient experienced inadequate pain relief and required frequent charging of the implantable pulse generator (ipg). During program optimization, multiple high-impedance readings were identified on the spinal cord stimulator (scs) leads. The patient subsequently underwent a procedure to replace both the ipg and the scs leads and was reported to be doing well postoperatively. The explanted devices were not returned, as they were discarded by the medical facility.